Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for evaluation. Device not returned. Eval summary: the mfg records were reviewed and no anomalies were found.

Event description:
It was reported that the device was used during a mastectomy procedure. The surgeon stated the clips were deploying, but was cutting through the vessel when clipped. The device was also making an unusual noise, not usually heard. Another device (possibly competitors) was used to complete the case. There was no adverse consequence to the pt. The device was discarded.